Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.

Event description:
The system 7 dual trigger rotary was sent for eval due to leaking an unk substance during testing. There was no pt involvement and no adverse consequences associated with the device.